Event description:
Patient underwent replacement surgery due to an infection in the chest pocket. The surgeon decided to make a new chest pocket and once the new generator was connected low impedance was observed. It was noted that the surgeon likely nicked the lead as there was fluid inside the lead. The infection in the chest pocket was reported in MFR. Report # 1644487-2021-01164. The explanted products have not been received by product analysis to date. No additional relevant information has been received to date.